Manufacturer narrative:
The device associated with this report was not returned and is presumed to remain implanted as no revision has been reported. Patient x-rays were not available for examination. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states there was an intraoperative complication of a popliteal artery injury. The artery was repaired intraoperatively by a vascular surgeon.